Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure was bad. Once the representative replaced the part, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the power enclosure board was not giving 96v which is needed for the system. There was no patient present when this issue was identified.